Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the guardians noticed obvious decline in the child's hearing performance on (B)(6) 2012. Problems of external device are excluded and history of head trauma is denied by the guardians. Latest testing in situ revealed 9 channels in status hi. The pt was reimplanted on (B)(6) 2012.